Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, the physician attempted to place two leads, however, both exhibited high and unstable, threshold and impedance measurements. Neither of leads were implanted and the third attempted lead was implanted and remains in use. No patient complications have been reported as a result of this event.